Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, the balloon ruptured within the specified pressure. The procedure was completed with a different device and no patient complications were reported.